Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was received at blackpool. The investigation confirmed the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 30 november 2021. Complaints database searched: a complaint database search finds no additional reports against the provided product and lot combination. Based on the inability to find any other related incidents against the provided product and lot code, it is reasonable to conclude that there are no anomalies regarding manufacturing or inspection contained in the device history records that would contribute to the reported event. Complaints received by cmw in the last 12 months for this issue ¿ by product code: 1, by product family: 1x vacu-mix plus depuy cmw 1. DHR and complaints/ complaint trending reviews completed, no manufacturing or post-market action identified. Storage conditions: not able to check storage conditions once product has been dispatched from site and there is no checklist from the hospital attached to the provided complaint information. Product checked: returned sample; fmea reviewed: dva-104409-fde rev 10, IFU / label checked: n/a, and required testing: physical check. Device history review: device history reviewed: 0 non-conformances on this lot number. Final micro and sterility tests passed. All qc release specifications met. (B)(4) units released. Lot expiry date: 30 november 2021.

Manufacturer narrative:
Product complaint # (B)(4). Dmf# - (B)(4). Trade name gentamicin sulphate. Active ingredient(s) gentamicin sulphate. Dosage form - powder. Strength 1.0g active in our cements. No 510k as device is not marketed in the united states under this product code, but the same/similar product is marketed in the us under a different product code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint states: ¿bone cement was damaged and physician couldn`t use them at all. No consequences for the patient reported.¿ the device returned for investigation was for ip-01124606 and this investigation is based on that information. There is insufficient information or evidence to confirm the reason for inclusion of this product. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as required.

Event description:
Bone cement was damaged and physician couldn`t use them at all. No consequences for the patient reported.